Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were doing the resection of the rectum in a laparoscopic low colorectal cancer resection, they were able to fire the one third of the reload and the two thirds could not be fired and it did not move back. They noted that they were able to press the green button, but unable to squeeze the handle. They also noticed that the staple line was incomplete and there are poor staple formation . They manually sutured it to resolve the incomplete staple line that causes to extend the operation time. They also replaced the reload to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge revealed that the loading unit was partially fired. The anvil of the loading unit was bowed, and the knife bar assembly was buckled. Functional testing of the loading unit found no abnormalities records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and buckled knife bar assembly may occur under the following conditions. Firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.